Event description:
Bd alaris infusion set used to prime lr [lactated ringers] for infusion and noted to not have a male luer at end of tubing. Ivfs [intravenous fluids] disposed of per protocol and management notified. Bd alaris infusion set ref 2420-0007. New ivfs and IV tubing used.